Manufacturer narrative:
Device manufacturer address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system extension set was leaking from an unspecified location. It was further reported lipids leaked onto the bed and there was blood backflow into the tubing. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.